Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The pump was used to deliver bupivacaine and morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the healthcare provider (hcp) wanted to replace the pump and catheter due to a volume discrepancy of 3ml at the last refill ((B)(6) 2014; expected reservoir volume (erv) 0ml, actual reservoir volume (arv) 3ml). It was reportedly unclear why 0ml was expected or if the patient missed a ¿refill or something.¿ it was also unknown if the pump was alarming. The patient was not getting adequate pain relief; onset and duration was unknown. The patient had a refill scheduled for the following week. There was also noted a 6ml volume discrepancy in the past, but the details were unknown. The pump was used to deliver bupivacaine and morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.